Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer and gastrointestinal bleeding are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced syncopal symptoms, was admitted to the hospital with a hemoglobin of 4 and went to the urgency where they could not do anything for her. She had no previous history of an ulcer and was not taking anticoagulants. She was seen in consultation 15 days ago and everything was correct, tube and connectors. The intestinal bleeding was due to a duodenal ulcer that was caused by the j tube. An incomplete knot was found at the tip of the internal tube. On (B)(6) 2022, the patient died.